Event description:
A surgeon reported that during a procedure to implant a glaucoma filtration shunt, after insertion, it could not be confirmed that there was aqueous flow. The surgeon found a foreign substance like a metal fragment of the wire in the lumen. The glaucoma shunt was exchanged for a different one, but no flow could not be confirmed with this shunt either. The surgery was completed without explantation of the glaucoma shunt. The surgeon reported no pt harm. There are two medical device reports associated this event. This is for the second shunt.

Manufacturer narrative:
Evaluation summary: all products pass 100% final inspection. No shunt was rec'd, therefore visual inspection of its lumen could not be performed. The device history record (DHR) was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The complainant statement "no flow" could not be confirmed. There have been no other complaints reported in the lot number. (B)(4).